Manufacturer narrative:
Corrected the typographical error. ¿rupture¿.

Event description:
On (B)(6) 2016, the patient was implanted with gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. During the procedure, a rupture was found at the external iliac artery. The cause of the rupture was reported due to ballooning to (B)(4). The physician implanted an artificial blood vessel for repairing. The patient tolerated the procedure. No further information is available.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to rapture.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. During the procedure, a rapture was found at the external iliac artery. The cause of the rapture was reported due to ballooning to plc231200j/15368185. The physician implanted an artificial blood vessel for repairing. The patient tolerated the procedure. No further information is available.